Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced skin sensitivities under the tape border. The end user has changed the type of appliance but the issue has not improved. The end users wound ostomy continence nurse had them to try using an ostomy powder and a barrier spar. The issue is improving. The end users subsequent outcome was not reported.